Manufacturer narrative:
There was no blood observed on the cannula of the returned device. Cracks were observed on the housing of the device, however, this damage did not affect the device's ability to deliver insulin. A leak was observed along the fluid path of the cannula assembly. During the leak test, fluid did not exit the distal tip of the soft cannula and instead diverted and exited through a tear on the unexposed portion of the soft cannula. The batteries were corroded and depleted due to the leak inside the device. The internal leak affected the device's ability to deliver insulin. The data was unable to be extracted from the device after multiple download attempts. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 480 mg/dl after wearing the pod between 24 and 36 hours on the arm. The patient was able to activate a new pod.